Event description:
Rn walking past door, found pt with knees on floor and upper body/head wedged between siderail and bed. Patient on air mattress with posey vest on. Rn yelled to tech for help, rn tried to hold patient up to keep from further slipping and strangling pt on siderail. Tech and other rn entered room, rn's holding patient up, patient kept slipping, more rns entered room. Rn yanked side rail out while other 2 rn's freed pt from siderail and helped lower the rest of the way to the floor. By this time room was full on rns and md was at bed-side to assess. Vitals were taken while patient was laid on floor and lift team was called. Bed was changed from air mattress to regular bed r/t regular bed a lot less slippery for patient. Patient was agitated and stated he had to go to the floor and wanted to get out of the hospital.